Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having dementia, congestive heart failure, stroke, quad bypass surgery and depression. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.